Event description:
It was reported that this pacemaker exhibited atrial undersensing. Device data was sent to rhythmcare for review. Data review determined the patient experienced a premature ventricular contraction (pvc) resulting in the post-ventricular atrial refractory period (pvarp) to be extended. Rhythmcare then provided further troubleshooting steps to be considered. The device remains in service. No adverse patient effects were reported.